Event description:
Customer called to report that the unicel dxc 600 synchron system displayed cuvette failed water blank errors, as well as reaction wheel errors. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to disassemble the reaction wheel, during which customer discovered evidence of a cuvette overflow. The cts then generated a service request. The field service engineer (fse) inspected the instrument and found that the root cause of the instrument was due to an obstruction in the wash station nozzle. This caused the nozzle to dispense, but not aspirate, and then overflow. The fse replaced the probe and cleaned the reaction wheel area, which resolved the instrument issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer stated that no one was harmed by or exposed to the overflow, and that patient samples and results were not affected.

Manufacturer narrative:
The root cause of the instrument issue was due to an obstruction in the wash station nozzle, which was resolved with the services performed by the fse. (B)(4).